Event description:
It was reported that the user had been discharged from a facility and was not connected to the ilet pump until guided to reconnect, after which a blood glucose value of 375 mg/dl was observed without device alerts or alarms. Symptoms included no reported clinical manifestations. Outcomes included temporary hyperglycemia without reported medical intervention beyond reconnection and planned follow-up to confirm glucose reduction. Investigation included customer support troubleshooting and education regarding reconnection of the pump. Investigation of this case revealed that hyperglycemia was associated with lack of insulin delivery while the pump was disconnected, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with therapy interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.